Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a pacing impedance measurement less than 200 ohms as well as oversensing of noise. The local area field representative reported the noise was reproducible by isometrics and that a revision procedure had been scheduled for a future date. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead currently remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information received indicated that the patient had not been seen since (B)(6) 2012. The ra pacing impedances remain less than 100 ohms in bipolar configurations. The configuration was changed to unipolar and the pacing impedances increased to 500 ohms, however there was still atrial lead noise present. The programmed mode of the device was changed from ddd to ddi to avoid inappropriate tracking. The unipolar pacing threshold and intrinsic sensing measurements were within normal limits. It was reported the patient was currently hospitalized due to a valve issue. The patient also had complete heart block, however the device continued to sense appropriately in ddi mode. No additional adverse patient effects were reported.